Event description:
It was reported that there was a malfunction resulting in inability to switch ventilation modes as expected. There was no patient injury.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The bag to vent switch was replaced to resolve the issue. Block a: no patient information provided to date after calls to customer 01/17/24 and 01/19/24. Block d4 unique identifier: (B)(4). Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.